Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this newly-implanted implantable cardioverter defibrillator (ICD) and the patient's chronic high-impedance right ventricular (rv) lead were associated with a report of high out-of-range pace impedance measurements one day after device implant. The representative reported the lead's measurements historically had been high, but within range, with the chronic device and this replacement device when tested at implant; all other lead measurements were normal. A bsc technical services (ts) consultant discussed troubleshooting strategies, and the options of monitoring or checking device-lead connections. There were no reports of adverse patient effects, and the device and lead remain implanted and in service.

Manufacturer narrative:
This report will be updated if pertinent additional information is received. The device subsequently was explanted 18.6 months later when the patient was upgraded to another manufacturer's cardiac resynchronization therapy defibrillator (crt-d). No subsequent issues had been reported. The rv lead was kept in service, and showed in-range shock impedance measurements from the replacement procedure. This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device did not reach replacement indicator status while implanted. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.